Event description:
Consumer alleges her heating pad was being used for stomach cramps when there was a popping noise and it caught on fire. Claims the controller is now distorted. There were no injuries or property damage reported with this incident.

Manufacturer narrative:
The r26 resistor overheated and discolored itself causing a chain reaction causing resistor r16 to be discolored as well as the pcb board. The interior front and back casing have burn marks and melted plastic on the inside from both resistors. The exterior back casing is distorted with a melted burn spot that did not melt through and the side of the casing has slight distortion. The controller housing contained the event safely. The unit stopped working.